Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a unspecified treatment procedure deflation issues occurred. A 20mm 3.00 maverick otw balloon catheter was advanced and inflated. During the balloon deflation the balloon was slow to deflate. The procedure outcome is unknown and the patient's status is ok. Additional information has been requested and is not available.